Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device but he could not confirm the issue. No deviations were detected on the arterial pump and no failure could be identified on the system. Functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the arterial pump of an s5 system stopped during the procedure displaying an error message. The user reset the pump but message re-appeared and he hand-cranked the pump for 30 seconds. The pump was reset again and ther error did not return. The procedure could be completed without further issues. There was no report of patient injury.